Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient was diagnosed with bladder cancer and required surgery. The details of the patient's required medical intervention are unknown. In the initial report, b3 date was incorrect, which is updated in this report. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of unknown contaminant on the ui knob on the front panel, on the iso port, on the rear panel, and on the bottom enclosure externally. Internal investigation shows unknown contaminant on the top enclosure and front panel, a dust contaminant on the front panel, an unknown contaminant on the blower cap, an unknown dust contaminant on the bottom enclosure, an unknown contaminant on the blower seal, liquid ingress with mineral deposits on the blower and blower box, keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminates found were inconsistent with sound abatement foam degradation and a dust contaminant on the front panel, liquid ingress with mineral deposits on the blower and blower box, keratin-like substance on the blower box outlet were consistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient was diagnosed with bladder cancer and required surgery. The details of the patient's required medical intervention are unknown. The manufacturer has attempted to arrange for the return of the device to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.